Manufacturer narrative:
No report of patient involvement. The hospital reported a decision has been made to permanently remove the unit from clinical use and not perform a repair.

Event description:
The hospital reportedly noted the unit had a broken caster. Hospital staff transported the machine to the biomed shop for repair. While in the biomed shop, the machine reportedly tipped over. There was no report of user or patient involvement.